Event description:
It was reported, the pt was experiencing discomfort at the ipg site. As a result, the pt's ipg was explanted and replaced. The replacement ipg was implanted at a new pocket site. Surgical intervention resolved the pt's issue. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.